Event description:
A hospital in (B) (6) reported via a distributor that an mr290v humidification chamber overfilled. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned mr290v humidification chamber was visually examined for dents, inverted to test for float operation and subsequently tested for overfilling by connecting to a water feed bag. Results: a large dent was found in the aluminum base of the chamber to the right of the hinge bracket assembly that holds both floats. Crazing was also visible on the aluminum base located in the same position as the dent. The primary and secondary floats did not remain held to the aluminum base when the chamber was inverted. When connected to a water feed bag, the chamber was inverted. When connected to a water feed bag, the chamber filled 2/3 of the way up to the maximum fill line and stopped as controlled by the primary float. A lot check revealed no other complaints of this nature for this lot number. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. We were not able to duplicate the failure mode. Our investigation indicated that the primary float was operating correctly. However, the reported overfilling of the chamber can be attributed to the chamber being dropped before patient use. The large dent observed in the aluminium base indicates an impact and is consistent with the damage usually associated with overfilling. It is possible that the floats realigned during transport between the user facility and fisher and paykel healthcare subsequent to the event. (B) (4).